Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Round part of dual brush head broke away [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2017 that he had purchased a pack of oral-b dualaction brushheads and the round part broke away. The consumer stated that the first brush head broke after five uses and the second one broke after three. The consumer stated that he was using the third brush head. He'd had the brush heads less than a month. This was not the first time that he had used this particular version of brush head. The consumer still had the ones that had broken. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.